Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's husband reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was 412 mg/dl. Customer treated their high blood glucose with a manual injection. Customer advised the insulin pump beeped and the display screen had a black circle which showed insulin delivery had stopped. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer's husband advised the black circle went away and the no delivery alarm was resolved. Customer's blood glucose was high due to an infection. Customer was advised to contact their healthcare provider in regards to their high blood glucose levels.